Event description:
It was reported that when the unit was turned on, the home screen started flashing.

Manufacturer narrative:
(B)(4). It was reported that when the unit was turned on, the home screen started flashing. The device was evaluated at philips. The symptom was clarified as the device failing to power up. Replacing the processor pca resolved the issue.